Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert noted. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone cal that, the customer had high blood glucose of 574 mg/dl and 453 mg/dl. Customer stated that, the battery will last a weeks and half and had low battery alarm. Customer treated high blood glucose with the bolus and drink water and declined troubleshooting for it. Customer advised to monitor the pump and call if problems recur. The device will be returned for analysis.